Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the instrument noted that one of the springs was missing from the instrument. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "we have the following complaints closed and the respective follow ups were made for the mismatch products. If that is the case, the information for each device and complaint is the following: (B)(4) mismatch device: 230792003 locking screwdriver body lot# 5002530 and (B)(4) mismatch device: 254401014 attune spacer block lot# bfa0vpv."